Event description:
It was reported that the ats 1200 tourniquet system problem was with the deflation and maintaining desired pressure when inflated. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.